Event description:
It was reported that when the foley catheter was placed in a standing position, it was removed spontaneously.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual: received 1 silicone temp sensing foley catheter with sample port connector. No visual defects present therefore further evaluation required. Functional: inflated catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) with no difficulties. Asymmetrical balloon was present therefore was opened to capture this. Attempted to withdraw solution passively and 4ml withdrew passively under 5 minutes. Replaced the valve with in house valve and attempted inflation. Catheter balloon was successfully inflated. Catheter passively withdrew 7ml of solution under 5 minutes. Dissected notch and balloon was found to be perforated properly. As catheter balloon was difficult to deflate was opened to capture this. Also received 3 photo samples. First photo sample shows inflation cap. Second photo sample shows top view of catheter. Third photo sample shows end of catheter with a deflated balloon. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was placed in a standing position, it was removed spontaneously. Per notification from investigator during sample evaluation on (B)(6) 2024, additional complaint was created for asymmetrical balloon, and difficult to deflate.

Manufacturer narrative:
The reported event is unconfirmed. Visual: received 1 silicone temp sensing foley catheter with sample port connector. No visual defects present therefore further evaluation required. Functional: inflated catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) with no difficulties. Asymmetrical balloon was present. Attempted to withdraw solution passively and 4ml withdrew passively under 5 minutes. Replaced the valve within house valve and attempted inflation. Catheter balloon was successfully inflated. Catheter passively withdrew 7ml of solution under 5 minutes. Dissected notch and balloon was found to be perforated properly. The catheter balloon was difficult to deflate. No root cause could be found because the reported event was unconfirmed. A DHR review was not required for the reported event. Labelling review was not required for the reported event. UDI format updated with available product information per gudid.